Manufacturer narrative:
If the information is unknown, not available or does not apply, the section/field of the form is left blank. PMA/510k: this report is for an unknown constructs: matrix orbital plate/screws/unknown lot. Part and lot number are unknown. Without the specific part number; the UDI number and 510-k number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This report is being filed after the review of a clinical evaluation report (cer) from a database related research activity (drra) for patients who were treated with matrix midface plate and screw system, matrix midface preformed orbital mesh, compact midface system between january 1, 2000 and september 30, 2020. The following complications were reported as follows: matrixmidface plate and screw system. 126 patients had subsequent surgery 3 months post index surgery 83 patients had infection 3 months post index surgery 37 patients had procedure- or device-related complication 3 months post index surgery 195 patients had subsequent surgery 12 months post index surgery 123 patients had infection 12 months post index surgery 56 patients had procedure- or device-related complication 12 months post index surgery matrixmidface preformed orbital mesh 4 patients had subsequent surgery 3 months post index surgery 4 patients had infection 3 months post index surgery 2 patients had procedure- or device-related complication 3 months post index surgery 4 patients had subsequent surgery 12 months post index surgery 4 patients had infection 12 months post index surgery 2 patients had procedure- or device-related complication 12 months post index surgery compact midface system 131 patients had subsequent surgery 3 months post index surgery 83 patients had infection 3 months post index surgery 37 patients had procedure- or device-related complication 3 months post index surgery 184 patients had subsequent surgery 12 months post index surgery 119 patients had infection 12 months post index surgery 61 patients had procedure- or device-related complication 12 months post index surgery this is for the depuy matrixmidface plate and screw system, matrixmidface preformed orbital mesh, and compact midface system this is report 4 of 6 for complaint (B)(4).